Manufacturer narrative:
The reported event that ¿the drill was blackened and deformed¿ could not be confirmed related to the drill concurrently evaluated in this investigation. The visual investigation revealed that the cutting edges at the tip area of the drill show material bulging in counter-clockwise direction as well as friction traces resulting from collision and friction with another metal object (no bone). According to the IFU the user must be familiar with the state of the art and the instrument and implant functions prior to clinical application. Furthermore it is stated in the IFU when testing twist drills in free air prior to surgical use, it is recommended to use the lowest possible rotational speed. This enables the user to more easily assess concentricity and proper direction of rotation. Based on the investigation the root cause was attributed to an inappropriate user handling. According to this the drill was used for drilling in counter direction where the drill collided with another metal object leading to the damages on the cutting edges at the tip area of the drill. Because of the material bulging at the cutting edges a drilling in proper direction was no more possible. Indications for any material, manufacturing or design related problems were not determined in the investigation.

Event description:
It was reported that during surgery, the drill was not cutting smoothly. The surgeon stopped the drill and checked its tip, and noticed that it was blackened and deformed.